Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the reported event (b5). It was reported that the concomitant device, camera head model otv-s7h-1d-f08e serial: (B)(6), was inspected/tested and was operating normally. The camera head was reported on the medwatch with patient identifier (B)(6).

Event description:
The customer reported problem, "when using in combination with camera head (otv-s7h-1d-f08e serial: (B)(6) , the image is cut off", was found immediately prior to procedure. The subject device was replaced with another device and the scheduled stent removal procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5 from the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The subject device was returned to the olympus repair center. The customer reported problem was not confirmed, the image functioned appropriately. The repair evaluation noted the electrical contacts on the video connector have corrosion but connection is possible. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer visera video system processor is having an image malfunction, ¿when using in combination with camera head (otv-s7h-1d-f08e) , the image is cut off.¿ the customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.